Event description:
The customer contact reported that the pump did not sound an audible alarm tone in the low volume setting. The pump was returned to the biomedical department with an unsigned note that stated , "dropped." No tracking information was provided; therefore, specific patient information , pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone in the low volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. The device did not sound an audible alarm tone in the low volume setting. This was due to the circuit board. This report represents all the information known by the reporter upon query by hospira personnel.